Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8024606. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the return sample evaluation was observed that the valve connector of max zero component was not working correctly because it stays depressed and allows continuous blood flow, the failure mode was confirmed. Bd engineers were able to confirm that this event is the related to the manufacturing process, and results from a parting line mismatch at the neck area of nac zero top. Samples were found to become stuck due to excess of material generated by friction to the head of the valve. This condition was only found in parts built with old core pins changed on (B)(6) 2018. The difference in mismatch dimensions with different core pins indicate it is directly caused by this mold part which can wear due to use. CAPA 540132.

Event description:
It was reported that the connector was defective and allowed for continuous blood flow with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no.: 383559. Batch no.: 8024606. It was reported that the valve connector is not working correctly because it stays depressed and allows continuous blood flow.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector was defective and allowed for continuous blood flow with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no.: 383559 batch no.: 8024606. It was reported that the valve connector is not working correctly because it stays depressed and allows continuous blood flow.